Manufacturer narrative:
(B)(4). Eval, results: (aneurysm). (Disease progression). Conclusions: (disease progression).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm in diameter infrarenal abdominal aortic aneurysm and a small left iliac aneurysm (diameter unk) with mild dilatation of the right common iliac artery approx 42 month ago. Vessel morphology at the time of implant was not reported. Currently, the infrarenal abdominal aortic aneurysm is 4.7 cm in diameter, and the left common iliac aneurysm has dilated to 34-35 mm in diameter. There is no iliac tortuosity or calcification. The stent grafts were implanted; however, it was noted that the original contralateral iliac limb ended before the small left iliac aneurysm, which has now dilated just distal to the contralateral limb. There is no distal endoleak. The physician elected to implant a bifurcated graft inside the iliac limb on the left, and then place an atrium covered stent from the brachial artery into the gate and down into the left hypogastric, thus sealing the iliac aneurysm while preserving flow to the left hypogastric. No add'l clinical sequelae were reported and the pt is fine.